Event description:
Medtronic received information regarding a screw for cranial repair. It was reported that when the doctor was fixing the titanium mesh with the screws, the screws had a slippery thread. It was indicated that the product was damaged. The screws were replaced with new ones to complete the surgery. There was a procedure delay of 5 minutes. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that the visual and optical inspection confirmed the head of the screw was damaged around the top points. It was unknown how, or when this damage occurred. The instructions for use literature that accompanies the device states, ¿disassembly, bending, and/or breakage of any or all components¿ are possibly. Damage to the head of the timesh screw could occur if the screw was improperly engaged with the driver blade, particularly if the driver blade was dull. No other unusual characteristics were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.